Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: suture used in the case had expired. Probable root cause: design. Insufficient labeling design. Insufficient shelf life validated. Application. Use past device/packaging shelf life. (B)(4).

Event description:
It was reported that an expired product was used.